Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that within two days of the implant procedure, the implantable cardiac monitor was found by the patient on the pillow, as it had migrated through the implant site. The site was cleansed and a steri-strip was applied. Another device will be implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.